Event description:
It was reported that during revision the constrained liner won't engage shell. Less than two hours of delay was reported and a backup device was available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, scratches and plastic deformation were seen on the face of the poly locking ring, the inner liner, and the outer liner. Scratches were seen on the face of the femoral head. Scratches were also seen on two areas of the outer diameter of the femoral head as shown in. Scratches on the femoral head likely occurred during removal. Scratches were seen near the apex of the outer diameter of the liner. Plastic deformation was observed on the locking tabs of the liner and in two areas on the outer diameter. Liner damage was likely caused during implantation or removal of the liner. No manufacturing or material deviations were identified during this investigation. The cause of the liners inability to engage with the shell could not be determined. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. If new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that during revision the constrained liner won't engage shell. More than two hours of delay was reported and a backup device was available. Device was received already.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, scratches and plastic deformation were seen on the face of the poly locking ring, the inner liner, and the outer liner. Scratches were seen on the face of the femoral head. Scratches were also seen on two areas of the outer diameter of the femoral head as shown in. Scratches on the femoral head likely occurred during removal. Scratches were seen near the apex of the outer diameter of the liner. Plastic deformation was observed on the locking tabs of the liner and in two areas on the outer diameter. Liner damage was likely caused during implantation or removal of the liner. No manufacturing or material deviations were identified during this investigation. The cause of the liners inability to engage with the shell could not be determined. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. If new information is received in the future, this complaint can be re-opened.